Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The oversensing observation was not confirmed, as no oversensing was detected on the device. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker battery longevity was depleting quickly. Data analysis showed the battery appeared to be depleting more quickly than expected. It was discussed that the depletion could have been due to the chronic atrial fibrillation (af) of the patient or due to a battery issue. Additional information indicated that the minute ventilation feature was also being oversensed. As the patient was dependent, this pacemaker was removed and replaced. No additional adverse patient effects were reported. This product has been returned.